Event description:
There was a small pin hole on the tyvek of the device. Pin hole size was about 0.11mm*0.06mm. It was found during the kit making process after the labeling process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). During visual analysis of the package, it was confirmed that there is a hole in the tyvek (top stock) that occurred over the package form. A small pin-hole was identified above the linear bar code on the top stock. No other holes/defects observed on package and the package did not appear to be otherwise damaged. The defect was observed under magnification and it was observed that the tyvek fibers appeared thinner around the open area. From the magnified image, it was not possible to see if the direction of the damage was from the outside of the package in or from the inside out. Batch history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.